Event description:
It was reported that, at 40097 joules; 4:33 minutes, "the fiber was not rotating properly; fiber was forward firing/broken mirror. The fiber was exchanged and the procedure was completed. Patient outcome "ok" reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The analysis of the returned product does not support the "as reported" issue of forward firing. Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the fiber beveled edge at the output window is off center; the glass cap has pushed forward in metal cap and is protruding from the metal cap. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.